Manufacturer narrative:
On-site investigation was not performed by our field service engineer. According to received information the pressure transducer printed circuit board (pcb) was found defective. Repair was performed by third party service. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. A positive end expiratory pressure (peep) is maintained in the alveoli and may prevent the collapse of the airways. The defective part was not returned for investigation. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to pressure transducer pcb. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated an alarm indicating low positive end expiratory pressure (peep). There was no patient harm. Manufacturer's ref. #: (B)(4).